Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 53 mg/dl at time of incident and current blood glucose level was 71 mg/dl and treated with food. Customer did not wish to troubleshooting for low blood glucose. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. The device will be returned for analysis.